Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation however, factors that could contribute to material separation include, but are not limited to, manufacturing damage, damaged during shipping, and product damage during handling by user. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information: the returned device analysis revealed that the hypotube was separated. Although the account reported that there was no patient involvement, the stent delivery system (sds) was returned with blood in the balloon folds and in the guide wire lumen indicating that the sds had been inserted. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during the attempt to remove a 2.75x33mm xience xpedition stent delivery system (sds) from the dispenser coil, the hub was noted to be completely separated from the sds. There was no patient involvement. The procedure was successfully completed with another 2.75x33mm xience xpedition. No additional information was provided.